Manufacturer narrative:
Qc was shifted low, which prompted the repeat tests. A bci field service engineer (fse) bleached flow cell from reagent line up. The fse conditioned the analyzer with control material. The analyzer was calibrated but qc was out of range. The fse repeated conditioning and the qc was acceptable. The fse tested and verified instrument per established procedure. The issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low potassium (k) results generated by synchron lx 20 pro clinical system. The results were reported out of the laboratory. The repeat results were higher, and the reports were amended with the higher results. Per customer, patient treatment was not initiated or withheld based upon the false low results reported.